Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was incorrect. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the contact believed that user error was the cause; no additional information was obtained.